Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and microscopic examination identified distal stent damage. On row 1 the struts were raised distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the entire length of the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). The lesion was predilated with a 2.5x15mm maverick balloon and then a 2.75x24mm promus element stent was advanced to the lcx; however, the device was unable to cross the lesion. The lesion was redilated and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.